Event description:
It was reported that the patient had an infection. The patient was admitted on (B)(6)2020 through (B)(6) 2020. During the stay the patient had an incision/drainage/irrigation of abdominal driveline site on (B)(6) 2020 and the patient was administered IV antibiotics and mupirocin ointment. The patient was discharged to rehab. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced increased drainage which prompted another incision and drainage of the abdominal cavity/driveline infection. Initially planned as outpatient (B)(6) 2020 but changed to inpatient (B)(6) 2020 as patient also fluid overloaded. He has continued soreness, tenderness, and drainage around driveline site.